Event description:
The lay user/patient called lifescan (lfs) on 12/05/06, and alleged that the meter would not power on. The lfs representative spoke to the pt and obtained the following info. The pt could not be reached for further clarification of the info provided. The meter was not powering on for approximately one week. On the day of the event the pt became hypoglycemic (symptoms not specified). A family member called the paramedics. When they arrived, they tested the pt and obtained a blood glucose result of either 1.2 or 1.6 mmol/l. The pt was given a glucagon injection while at home and was not taken to the hosp. It would have been helpful to know: if the pt was able to test on another meter during this time period, what the symptoms were, if any, the pt's medication regimen, and if he adjusted his diabetes treatment regimen when unable to test. The patient reportedly saw the battery icon on the meter before it powered off. The pt also stated that they could see an er2 very faintly on the display. The pt did not have a new battery to troubleshoot with. This complaint is being reported, as the meter issue remained unresolved at this time; during the time of the meter issue the pt became hypoglycemic and was treated by paramedics. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.